Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during the laparoscopic nephrectomy, the system received a hand piece error. The case was completed by converting to an open nephrectomy. The sales rep stated the patient was currently doing fine, but did not have further patient information. No device to be returned. Additional information: surgeon did not want to wait for rep (who was driving a handpiece to them) and decided to convert to open. The account does not have any other competitive energy at the hospital. After the procedure, the rep checked all their handpieces; 3 where bad and all 5 were out of warranty. Rep advised that the account is a "gray market" account, that they have purchased the equipment from some third party and not from ees.